Event description:
It was reported that the patient 'feels something" in his heart which cannot be duplicated from troubleshooting performed in the office. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.